Event description:
Pt was released from initial atrial fibrillation procedure in 2004 doing well. In about 2 1/2 weeks pt admitted for an esophageal perforation. Esophageal stent placed and antibiotic treatment. Pt recovered and doing well.